Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a large leak from the ventilator. There was no report of patient involvement, however patient use is unknown at this time.

Manufacturer narrative:
According to additional information received by the ge healthcare field engineer, the unit leaked 2.5lpm. A 2.5lpm leak rate is not a large enough leak to require medical intervention to prevent patient harm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.